Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited variable pace impedance measurements of greater than 3000 ohms. It was noted that the rv signals appeared very flat at times. Boston scientific technical services (ts) discussed possible troubleshooting and programming options. The device remains in service at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited variable pace impedance measurements of greater than 3000 ohms. It was noted that the rv signals appeared very flat at times. Boston scientific technical services (ts) discussed possible troubleshooting and programming options. The device remains in service at this time. No adverse patient effects were reported.